Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was confirmed. It was indicated that the patient used an expired sensor, which is off-label usage of the device. The probable cause was determined to be potential patient misuse. No injury or medical intervention was reported.